Event description:
No blood glucose levels reported. It was reported that the customer had severe stomach infections. It was reported that the doctor of the customer had the customer removed from the continuous glucose monitoring system which included the sensor of the insulin pump due to the severe stomach infections. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.